Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker change procedure for normal battery depletion. During the interrogation of the device, the pacemaker was found exhibiting backup vvi operation. It was suspected that this was caused by loss of telemetry because the programmer wand slipped off the patient several times. The patient was not symptomatic when the device was in backup operation. The procedure was completed successfully. The patient's condition was stable throughout the event.